Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a remote transmission, the device was found in backup vvi mode. The device was successfully restored once the patient transmitter was updated to the latest software.